Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was receiving no delivery alarms. The customer's blood glucose was 28 mmol/l. The customer had changed the infusion set four times. Troubleshooting was done. The insulin was able to exit the tubing using a plunger rod. However, when the customer reinserted the reservoir into the pump, the pump alarmed again. Informed customer that the insulin pump needed to be replaced. Advised that a replacement insulin pump and replacement infusion sets would be sent. Nothing further reported.